Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient died during the implant procedure. The cause of death was attributed to lead perforation. The right ventricular (rv) lead had been inserted and advanced to the rv apex. Multiple repositioning of the rv lead was required to obtain adequate capture. On the 4th repositioning attempt, the patient's blood pressure started to drop and a shadow was observed when the heart was viewed fluoroscopically. The device was connected and the physician performed a pericardial needle stick. Despite emergency measures, the patient could not be stabilized and died. The device and rv lead will not be returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.